Event description:
It was reported the patient's catheter was disconnected from his pump. The patient's healthcare professional (hcp) performed an indium study and found the catheter was disconnected and indium had pooled around the pump. It was also reported the hcp performed an indium study 2 years ago and everything "looked good." The patient experienced a slow return of spasticity, but did not have any withdrawal. The hcp was decreasing the patient's intrathecal dose by 18% and putting him on oral medication. The device system was used to deliver lioresal. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported the cause of the event was unknown. It was also unknown if the cause of the event was due to a pump or catheter issue. An (B)(4) study was performed with results of "no flow from pump". A surgical revision was done on (B)(6) 2012. The signs and symptoms associated with the event were increased dose required. The patient required hospitalization. The outcome was no injury. It was also reported there was "no problem found, no malfunction of pump found, no disconnection found, and no catheter issue found". The drug being used in the pump was unknown baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8840, serial# unknown, product type programmer, physician; product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).